Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intra abdominal pressure measurement kit came in packaged a bit differently and it had caused some confusion. Stated that the syringe came unattached which caused a confusion.

Event description:
It was reported that the intra abdominal pressure measurement kit came in packaged a bit differently and it had caused some confusion. Stated that the syringe came unattached which caused a confusion.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one unopened (with original packaging), intra-abdominal pressure measurement kit. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The instructions for use were found adequate and state the following: "indications for use: the bard® intra-abdominal pressure (iap) monitoring device is intended for the monitoring of intra-abdominal pressure via a foley urinary catheter. The measured pressures can be used as an aid in the diagnosis of intra-abdominal hypertension (iah) and the associated clinical syndrome of abdominal compartment syndrome (acs). Caution as an interpretive tool, the bard® intra-abdominal pressure monitoring device should be used along with other clinical indicators to aid the physician in the diagnosis of intra-abdominal hypertension (iah) and the associated clinical syndrome of abdominal compartment syndrome (acs). Device description: the bard® intra-abdominal pressure monitoring device is composed of a tubing set used for infusing fluid into the urinary bladder through the foley catheter sampling port. It utilizes a clamping device to occlude the urinary drainage tubing to form a fluid column through which pressure is measured. Important: the bard® intra-abdominal pressure monitoring device does not include a saline bag, pressure transducer or monitoring system. It adapts to the saline bag, pressure transducer and monitoring system used in your ICU. The bard® intra-abdominal pressure monitoring device must be replaced at the time the urinary catheter and/or urinary drainage tubing is replaced. The bard® intra-abdominal pressure monitoring device is for use with bard® foley trays with ez-lok® sampling port. Contraindications not for use on pediatric patients not for use on patients with compromised bladder function warnings use only saline for pressure measurement. Ensure tubing fluid path is primed so there are no air bubbles. Ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions single use only federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Not made with natural rubber latex sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Sterile contents: 30 cc syringe infusion and pressure transducer tubing saline bag spike & cap zeroing stopcock dead-end transducer cap proprietary drain tube clamp valve port check valves for controlling and directing flow statlock® foley device kit." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.